Event description:
The lay user/pt contacted lifescan in 2007 and alleged that she had a display issue with her one touch ultrasmart meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the day before at 9:00 am. She also mentioned that she experienced symptoms of being sweaty, shaky, weak, and had poor vision after the reported issue began. The pt had increased her insulin dosage as a result of the reported issue. She did not receive/require any medical attention. At the time of troubleshooting, it was verified that the pt was reading the meter right side up. The display issue the pt had experienced was meter orientation and it was not resolved with troubleshooting. This complaint is being reported because the alleged issue was not resolved and the pt reported experiencing symptoms following the increased dosage of insulin she took. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.